Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and observed the device was not recognizing that the door was open and was not prompting the user to load a set. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause of the condition was determined to be the upper and lower latch switches stuck in the closed position. The upper and lower auxiliary require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device did not recognize that the door was open or prompt the user to load a set. No additional information is available.